Event description:
It was reported that when using the bd pyxis¿ es refrigerator, it was unable to recover the failed pocket. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator was in the failed state did not allow to be recovered and access to any drawers. The field service engineer (fse) manually released the latches for each row, ensuring drawers slid freely and that micro switches and rear latches functioned properly. The system was tested, and the file drawers were recovered successfully. Proper operation was verified through the hardware test application self-test. The system functioned as intended after the field service engineer (fse) resolved the issue.